Manufacturer narrative:
The repair was completed at a non-medtronic location and the service provider (sp) checked and found that compressor was not building pressure properly. Opened the compressor ,cleaned both water trap filters, intake filter and suction filter. After that resolved the problem and made the ventilator in working condition. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the reported issue occurred during set up. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the compressor. Patient involvement information was not provided by the customer. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return. The complaint will be closed and reopened/updated should new information become available or if the product is returned to the manufacturer for investigation. The information has been added to the database for trending purposes and trends will continue to be monitored. A CAPA is not required at this time.